Event description:
The customer reported a yellowish liquid leak of approximately 20 ml on their lh780 analytical station. The leak was not contained within the instrument. The user was wearing personal protective equipment (ppe) consisting of gloves, a lab coat, and protective eyewear at the time of the incident. Patient samples or results were not reported to have been affected by the leak. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds. On (B)(4) 2012 a field service engineer (fse) was dispatched and found the leak in the unit due to the disconnected aspiration tubing for the slidemaker at the vent port of the needle. The needle was replaced and the overflow cleaned. The vacuum system was flushed as a preventative maintenance and instrument operation verified. The aspiration needle and associated tubing may contain blood, controls, and diluent during normal operation and lh cleaner (coulter clenz) during shutdown. The aspiration tubing for the slidemaker goes to the vent port of the needle, bd3 (blood detector 3) and fd1 (fluid detector 1). The tubing could become loosened due to prior needle replacement by the customer. The cause of the leak is a tubing disconnected from the needle.

Manufacturer narrative:
(B)(4).